Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-feb-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device drawer failed to open. A field service engineer (fse) reseated row board cable to drawer 2.1 and 2.2 and tested in hardware test application (hta) to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer 2.1 pocket e5 failed to open and required maintenance. The customer attempted to recover the drawer and rebooted the station as troubleshooting step, but the issue persisted. Additionally, shut down by unplugging the power cord from the back of the unit for 2 to 5 minutes. After reconnecting the power plug and turning the station back on, the drawer was checked again, but the recovery attempt still failed. The customer stated that this malfunction occurred while dispensing the medication, and they were unable to issue the medication, which resulted in a delay in patient care. There were no adverse events or injuries reported based on this event.